Manufacturer narrative:
Results: the returned lead had a kink with all internal wires broken. The fracture corresponded to the distal end of the swift-lock anchor. This would confirm what was reported from the field.

Event description:
It was reported the patient (B)(6) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. X-rays identified lead fracture. In turn, the patient underwent surgical intervention to explant and replace the lead which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.